Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that after a cryo ablation procedure, the patient experienced a loss of pressure and became unstable while in recovery. It was noted that emergency open heart surgery was performed and it was discovered that the patient had a perforation to the right side of the heart. The physician thought that the perforation might have occurred during the placement of the sheath. The patient was hospitalized until recovery and no further patient complications have been reported as a result of this event.